Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The reported observation of ¿high impedance¿ against the returned octrode lead was confirmed. The root cause of the reported observation was due to all the lead wires being fractured. The fractured wires were due to a repetitive motion. This was concluded as the fractured wires aligned at the break point and there was a kink in the lead body.

Event description:
Related manufacturer reference number: 3006705815-2023-04109. It was reported that the patients leads had high impedances resulting in ineffective therapy. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.